Event description:
Hcp reported pt hemorrhage during bilateral stn lead placement. A vein was nicked during surgery which caused a bleed in the brokers area of the brain. The pt was commatose, lost feeling on the right side and had congnitive disabilities. After a few months MRI showed swelling and "pieces of a clot" so the surgical implant of ipg was postponed. On the way home from transitional care unit the pt had grand mal seizure. Hcp expects full pt recovery. Hcp reported the event was procedure related, no device related. The device was not explanted. A follow-up report will be sent when additional info is received.